Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
A 1/8 hex driver broke tip off. Used backup driver in tray. No adverse consequences.

Manufacturer narrative:
An event regarding crack/fracture involving a 1/8¿ hex drive was reported. The event was confirmed. Method and results: device evaluation and results: the dip of the driver broke off. The hex pin failed in torsional overload. Medical records received and evaluation: not performed as there were no medical records. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that hex drive fractured from torsional overload. Material analysis found no evidence of material or manufacturing defects.

Event description:
On (B)(6) hex driver broke tip off. Used backup driver in tray. No adverse consequences.